Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to dislodgement after pocket closure. This lead also exhibited intermittent pacing, high thresholds and low detection, and is not expected to be returned. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.